Event description:
It was reported that the patient underwent a gynecological procedure in 2004 and mesh was used. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported the that patient underwent exam under anesthesia, cystoscopy, left urethral stent placement and subsequent left urethral stent removal , excision of eroded bladder mesh and cystotomy repair (B)(6) 2013 due to erosion of the retropubic suburethral sling material into the bladder with common bladder stone formation. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent anterior and posterior colporrhaphy, sacrospinous ligament fixation, tension free vaginal tape, cystoscopy, bartholins cyst marsupialization due to stress urinary incontinence, vaginal vault prolapsed, and bartholin cyst.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation on (B)(6) 2004 in order to treat incontinence and prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding and dyspareunia. It was reported the patient underwent stitch removal from mesh implantation on (B)(6) 2004 and partial removal of mesh and stones in bladder on (B)(6) 2010 due to stone entangled in mesh. No additional information was provided. (B)(4) - urinary problems; bladder stones; stone entangled.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat rectocele, cystocele, vaginal vault prolapse, bartholin cyst and stress and a sling was implanted. It was reported that the patient underwent a bladder stone with mesh erosion surgery on (B)(6) 2010